Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient is in need of a manufacturer representative (rep) to meet with them to help with their ins. Caller did not know the nature of the issue, but stated the patient is having an issue with it being turned off and cannot turn it on, as it is "painful". Caller said this began recently and the patient tried to notify someone at the manufacturer last night about this. They do not know who the managing physician is. Technical services transferred caller to national answering service (nas) to page a local rep.